Manufacturer narrative:
Device evaluation: analysis of the returned device identified weight to the specification, crease fold and deformation. Gel was observed to be cloudy after autoclave cycle. Based on the device analysis, the final assessment is the unit is not ruptured.

Event description:
Healthcare professional confirmed the left side was found to be intact. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Patient reported left side rupture. Additionally, healthcare professional reported capsular contracture, baker grade iii. Patient also reported "fatigue", "auto-immune disease", "brain fog", "didn't feel good", and "sick for a year"; these are not device related. Device remains implanted.